Manufacturer narrative:
Evaluation results: inherent risk of procedure ¿ (stent dislodged, dissection). Patient¿s condition affected effectiveness of device (lesion morphology) ¿ 95% stenosis and heavy calcification. (Deformation problem). Evaluation conclusions: device failure/lack of effectiveness related to patient condition (lesion morphology) ¿ 95% stenosis and heavy calcification. Inherent risk of procedure ¿ (stent dislodged, dissection). (B)(4).

Event description:
Physician was attempting to use one resolute integrity drug-eluting stent to treat a heavy calcified lesion in the om with 95% stenosis however the stent came off balloon during procedure but was unable to be retrieved through the use of a snare and was presumed left in patient. It is reported also that a residual dissection occurred in the om during the procedure. Stent was not visible under fluoroscopy nor was it present when balloon was retracted and removed. The device had been inspected before use with no issues noted. Clinician commented that this case was very challenging due to heavy calcium burden in the vessel. Patient status post procedure was good. The physician had already attempted to treat the lesion in the om with balloons and stents with these failing before a stent was successfully implanted. Evaluation summary: the stent was not returned. The delivery system was returned. Crimp impressions were evident along the balloon.